Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads, a right atrial (ra), and a left ventricular (lv) lead due to cied/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and spectranetics 13f tightrail sub-c rotating dilator sheath, the lv and one rv lead were removed successfully. Then, switching between the tightrail and glidelight on the ra lead, the lead started to weaken and stretch; therefore, moved to the rv lead. While pulling traction forces on the lld, the patient¿s blood pressure suddenly dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardial window. The blood was drained from the chest, and the blood pressure and effusion stabilized. A temporary pacing wire was placed to support the heart, and the extraction continued. The blood pressure continued to fluctuate, so the decision was made to abandon the procedure, leaving the remaining rv and ra lead. The lld ez devices were removed, and the patient was closed, with a plan to treat the patient¿s infection with medication. Once the chest was closed, the patient¿s blood pressure dropped significantly, and sternotomy was performed. No injury was identified, but suspected an rv perforation, and despite rescue efforts, the patient¿s blood pressure never recovered, and did not survive the procedure. This report captures the lld ez device in use when the suspected rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4) patient weight - not available from facility. Patient ethnicity and race - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. The lld was discarded, thus no returned product investigation was performed. Per IFU, perforation and death are listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.